Event description:
It was reported that the system 2800 has no functional table movement. If the reset switch is pressed, the table movement will operate for one minute. After that there is no functional table movement and an error "call for service-60" is displayed. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced hand control for table movement. The system was tested and found to be working as intended and placed back into service.